Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Patient complains the glucometer is providing results of 230mg/dl and higher. Patient does not trust these results. Patient states a week ago they had a lab test performed on their blood which resulted 160mg/dl. A level 1 control test was performed, 198mg/dl was obtained; the expected range for a level 1 control test is 182-246mg/dl. Due to the control test being within the expected range the device is functioning properly. Patient was advised of the 20% acceptable.